Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the fiber appears blackened at the heat shrink tubing open end; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator; the fiber product is expired; expiration date is 2017-02. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during prostate procedure with approximately 18,000 joules of used it was noted that the fiber tip was damaged after 3 minutes of lasing. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed with alternative procedure (turp). Patient outcome: "ok" reported. No injury to patient was reported. The fiber was expired at the time of use.